Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after its implant, this right ventricular (rv) lead exhibited high pacing thresholds. Additional information confirmed the elevated threshold was attributed to loss of slack in the lead. The patient underwent a surgical revision in which the rv lead was repositioned to resolve the issue. The rv lead remains in service. No additional adverse patient effects were reported.